Event description:
Customer reported the image intensifier failed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image intensifier. System operates as intended.